Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker were noted during the visual inspection. The insulin pump passed the prime, displacement, test, and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further reported.